Event description:
This is a report of sterile peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis manifested as a cloudy effluent bag. The patient was not hospitalized for the events. The patient was treated with vancomycin IV (dose and frequency not reported) for 2 weeks for the peritonitis. The cause of the peritonitis was unknown. Dianeal therapy was ongoing but extraneal therapy was discontinued. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.